Manufacturer narrative:
Functional evaluation of the submitted hp mbt keel punch impact and hp mbt keel punches could not replicate the reported problem, the keel punches remained secured to the keel punch impact and disassembled from the keel punch with no restrictions or difficulties. However, it is noted a surgical environment could not be created for testing purposes. Visual examination of the hp mbt keel punch impact and hp mbt keel punches found signs of moderate to heavy usage. The investigation could not draw any conclusions about the root cause of the complainant's assembly problems; however, the instrument exhibits evidence of normal use and serving which could be a contributing factor. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The punch handle and the keel punches will not stay attached to the handle.

Manufacturer narrative:
The devices associated with this report were not returned. Follow up communication for product return was unsuccessful. A search of the complaint database against the reported product codes found additional reports of assembly/disassembly problems. Prior investigations were identified for further in-depth analysis to assist in the determination of the root cause and was assigned to depuy warsaw commercialized product development. A saw bone evaluation was conducted and replicated the reported concern (ref. (B)(4)). The saw bone evaluation determined debris entrapped in the keel punch slot can contribute to the punch impactor failing to engage with the keel punch. . The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.